Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:predictors and long-term outcome of super-responders to cardiac resynchronization therapy. Clinical cardiology. 2017; 40(5):292-299. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiac resynchronization therapy defibrillator (crt-d). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and patients who experienced inappropriate therapies caused by atrial fibrillation ,lead malfunctioning, and t-wave oversensing. The article noted cardiac death was further subcategorized into death from ventricular tachyarrhythmia, heart failure death, and sudden cardiac death. Noncardiac death also was further subcategorized to include infection including sepsis. The status of the devices and leads is unknown. Further follow up did not yet yield any additional information.